Event description:
Customer reported a lift switch stuck message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the motor relay pcb. System operates as intended.